Manufacturer narrative:
The technician found the side rail rivets are missing. The technician replaced the side rail ratchet rivets to resolve the issue.

Event description:
The account alleged the side rail will not stay up. No pt impact.